Event description:
Caller states that a patient reportedly received the following results on the hospital's inform meter, compared to lab results, within 10 minutes: 96 mg/dl (meter) and 10 mg/dl (lab). The patient was brought to the ER unresponsive and after the result of 96 mg/dl (received at 1:27am) the patient was intubated because it was thought that there may have been a drug overdose. The lab then called (at 2:19am) and reported the result of 10 mg/dl and the patient was treated with d-50 and his blood glucose level rose to 148 mg/dl; he was not admitted to the hospital. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.